Event description:
A facility reported three occasions where the cannula and the luer lok adaptor (lla) detached from the syringe during use. There was no patient impact associated with these events.

Manufacturer narrative:
Three samples were returned by the facility for evaluation. The cannulas were fixed to the barrels of the syringes and did not detach during testing. Investigation showed there were no remarks related to this complaint in the batch visual inspection record. All syringes are visually inspected; items with incompletely assembled luer lok adaptors are removed. No loose luer lok adaptors were found for this batch. A functionality test was performed on retention samples, the results met specifications. There have been no other complaints reported in this lot of product. The directions for use (dfu) for the proper way to assemble this product was reviewed with the facility. Additional information was requested on 10/27/2008 and 10/28/2008 by phone. Additional information was received.